Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown- when int list # is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was diagnosed with a duodenal ulcer and duodopa was discontinued. A gastroscopy was scheduled for (B)(6) 2022 to perform the replacement of the tubes. The patient was treated with pantoprazole 40 mg/day and motilium 3 times/day.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown- when int list # is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Duodenal ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was diagnosed with a duodenal ulcer and duodopa was discontinued. A gastroscopy was scheduled for (B)(6) 2022 to perform the replacement of the tubes. The patient was treated with pantoprazole 40 mg/day and motilium 3 times/day.